Manufacturer narrative:
B5 clinical narrative updated. H6 health effect - clinical code updated. H1 type of reportable event has been changed from malfunction to serious injury.

Event description:
Impella cp was inserted via femoral artery in a 56 year old male patient presenting with ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e. Clinical narrative: while on support the pump functioned as expected p6 3.4l/min. There were noted purge pressure high alarms. Ptt was 47. There were no external kinks visible. Discussion was had on using alternative purge solution protocol, tpa, which is off label usage. A gi bleed was also noted while on support with no other information. Bleeding is an increased risk when using tpa.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The medical doctor discussed a "purge pressure high" alarm. Partial thromboplastin time was currently at 47 seconds. No external kinks were visible. Company best practices and lysis protocol were discussed. Tissue plasminogen activator was added to the purge per company recommendations. The purge cassette was replaced but did not resolved the issue. The patient's outcome was stable.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleed cannot be determined due to insufficient clinical information provided. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Section d4 serial number was corrected. Major bleed: the cause of the bleed cannot be determined due to insufficient clinical information provided. Purge pressure high: no logs were returned. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Patient outcome updated to survived.

Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
Additional information was provided that the device was discarded.